Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a 79-year-old male patient on impella cp support was brought to the catheterization lab for femoral arterial sheath extracorporeal tubing bypass from left femoral artery to right femoral artery since there was no pulse on palpitation or doppler. The patient has iliac disease and severe peripheral artery disease. The nurse was still unable to find pulses on the right foot. The goal is to wean and remove the impella as soon as possible. Additionally, the patient had episodes of ventricular tachycardia. It was further reported that the patient was transitioned to comfort care and expired on impella support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation into limb ischemia and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.